Manufacturer narrative:
The dentist refused to provide any information about the patient other than the nationality. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject sgs-es device [serial no. (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records since the device was shipped. The repair details are as follows: on (B)(6) 2015: the bearing set was replaced. On (B)(6) 2016: the chuck, spacer, and bering set were replaced. With respect to the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks, and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at (B)(4), which is the maximum rpm for the motor that drives the handpiece ((B)(4)), with no water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at (B)(4) (motor (B)(4)). Nakanishi observed rises in temperature at the testing points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes into the test were as follows: test point (1): 31.9 degrees c, test point (2): 35.8 degrees c, test point (3): 33.1 degrees c, test point (4): 30.9 degrees c. Despite the fact that no abnormal temperature rise was observed during the evaluation, nakanishi heard abnormal noises, as if made by the contact of debris with the bearing. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed debris on the internal parts such as the ball bearing, bearing retainer, and spindle. Nakanishi took photographs of all the disassembled parts and kept them in investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi determined that the cause of the overheating of the returned device was abnormal resistance during rotation due to the soiled internal parts, which interfered with rotation. A lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist, and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2022, nakanishi received an e-mail from a hospital about an nsk handpiece overheating. Upon receipt of the information, nakanishi made a phone call to the hospital for further information about the event. The details nakanishi obtained from the communication are as follows: the event occurred on (B)(6) 2022. The dentist was resecting the lower jaw of a patient for orthodontics using the sgs-es handpiece (serial no. (B)(4)). The patient was under general anesthesia. About 15 minutes after the start of the procedure, the dentist found a burn injury on the patient's lip. The dentist determined that no medical attention was required for the injury. According to the dentist, there were no abnormalities observed in the device prior to use.